Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the system onsite and found that there was a faulty power tray in the m cabinet. Upon troubleshooting, the fse identified that the power tray in the m cabinet was not working. To resolve the issue, the fse replaced the power tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the power tray in the system's m-cabinet was faulty, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.